Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found therefore, supporting the device met material, assembly and performance specifications prior to shipment. The event details state the turnpike was used five times with fifteen spins each time in a tortuous lesion. It is likely that the tip of the turnpike was damaged during this interaction and eventually separated.

Event description:
Mid lad lesion with tortuosity. Turnpike spiral was used 5 times with 15 spins, both clockwise to advance, and counter-clockwise to remove. Tip of the micro-catheter broke off and was lodged in artery. Several hours were spent to retrieve tip but was unsuccessful. Patient was sent for bypass surgery. Patient is stable as of (B)(6) 2019. When we have further information, we will decide about releasing the catheter.